Event description:
It was reported that, during a permanent implant, one lead contact fell of in the patient. The contact remains abandoned in the patient. As a result, a new lead was used. There are no plans to remove the contact abandoned in the patient.

Manufacturer narrative:
The reported event was confirmed for dislodge electrode. As received, visual inspection revealed a dislodged (missing) electrode at stimulation end. The cause of dislodge electrode is consistent with damage during implant procedure.